Event description:
It was reported that pump experienced recurring cartridge alarm 20 that prevented successful cartridge loading and resumption of insulin therapy, and caller had not previously experienced similar cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with proper cartridge loading technique, advised to contact healthcare provider for backup insulin therapy, and was provided instructions for putting pump into storage mode and returning it to tandem within 10 days, and technical support arranged shipment of replacement pump with updated software and instructed customer to program pump settings and connect continuous glucose monitor to replacement pump.